Event description:
It was reported that the right ventricle lead (rv) caused a heart perforation in the rv apex area. The perforation was confirmed through echocardiography. There was a pericardial effusion, which required a pericardiocentesis. The rv lead was explanted and replaced by a new lead. The rv lead is expected to return. Patient has fully recovered. No additional adverse effects were reported.